Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. The arrhythmia was initially detected in the ventricular tachycardia (vt) zone at a rate of 216 beats per minute (bpm). Atp therapy was delivered, and the arrhythmia accelerated into the ventricular fibrillation (vf) zone at a rate of 227 bpm. The device delivered a single 41j (joule) shock to successfully convert the arrhythmia. The battery status is normal and lead measurements are stable. The device remains in service. No additional adverse patient effects were reported.